Manufacturer narrative:
The device remains implanted. The explanted atrial lead was not returned to boston scientific. Should additional informaiton become available, an amended report will be submitted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator had been implanted in (B)(6) 2010. The device had migrated up towards the patients clavicle. A pocket revision procedure was performed, the device was repositinoed and the decision was made to replace the atrial lead as the atrial lead had high thresholds. No additional adverse patient effects reported.